Manufacturer narrative:
Physicians spoke to cardiva rep and indicated they had to pull the sheath back to deploy the stent which contributed to the event. The physicians failed to judge the distance to the stent when deploying the boomerang.

Event description:
After implantation of illiac stents, boomerang was deployed onto stent. Stent and boomerang disc became intertwined. A cutdown was performed and stent and boomerang were removed.